Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, although there was foreign material (clip), the specifics were unable to be identified. Therefore, the root cause of the foreign material exiting the endoscope could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 preparation and inspection ¿ detection. Operation manual: chapter 4 operation ¿ prevention. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer, during a therapeutic stent replacement procedure when the stent was being removed using the forceps through the evis lucera duodenovideoscope, a non-olympus clip was seen inside the duodenum and it was removed from the body using forceps. There was a 5 to 10 minute procedural delay. It was assumed that the tube came out from inside the scope since no clip was used for this procedure. There was a case three days prior in which the forceps were used and it is speculated that potentially the clip entered the scope at that time. However, when using the forceps or cleaning brush, there was no discomfort felt when inserting them. The device was not used on any patients with infectious diseases. The procedure was completed using the same equipment. There was not any unscheduled diagnostic imaging, no further medical intervention, or additional procedure was performed as a result of the issue. The device was inspected before use with no anomalies. There was no effect on the patient and no patient harm reported.